Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: shout subject: (B)(6). Diagnosed with rotator cuff disease, discussed obtaining ultrasound to evaluate for rotator cuff tear. Medication: steroid injection,1cc 40mg kenalog and 4cc normal saline; patient received steroid injection in the right shoulder. Scheduled surgery for (B)(6) 2025"

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation (still implanted in patient). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "study: shout subject: (B)(4) diagnosed with rotator cuff disease, discussed obtaining ultrasound to evaluate for rotator cuff tear. Medication : steroid injection,1cc 40mg kenalog and 4cc normal saline; patient received steroid injection in the right shoulder. Scheduled surgery for (B)(6) 2025".